Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that he is allergic to the island dressings. He does not remember when the first reaction occurred or when was his last reaction. When he uses them, his skin becomes itchy and swollen. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).